Event description:
It was reported that a (B)(6) caucasian female patient underwent unspecified breast surgery with 600cc mentor memorygel breast implant on both sides, and experienced breast implant rupture on her left side postoperatively. The matter was diagnosed after an in office exam. On february 7, 2022, mentor became aware that the date of surgery was on (B)(6) 2022. On february 11, 2022, mentor became aware that the patient also experienced right side breast mass in addition to left side rupture, and underwent bilateral replacement surgery on (B)(6) 2022. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast mass. Initial reporter phone extension: (B)(6). Manufacturer¿s reference number: (B)(4).